Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2016 a patient (pt) called the affiliate in (B)(4) to report that on (B)(6) 2016 that he/she had difficulty inserting and removing the acuve2 brand contact lenses. The pt reported that after removing the lenses, his/her eyes were extremely red, scratchy, and hurting. The pt reported that he/she went to the eye care provider (ecp) on (B)(6) 2016 and was diagnosed with keratoconjunctivitis. The pt also reported that he/she was prescribed vigadex 1 drop every hour and epidegel 1 drop both eye three times a day. The pt also reported that he/she has also been using cold water compresses to ¿alleviate the pain in his/her eyes.¿ on (B)(6) 2016 a call was placed to the pts treating ecp and additional information was received as follows: the representative at the ecps office reported that the initial visit was on (B)(6) 2016. The pt was diagnosed with keratoconjunctivitis od. The pt was prescribed vigadexa 1st day every hour, 2nd day every 3 hours, and 3rd day every 8 hours. The epitegel was prescribed tid. The representative reported that the pt was scheduled for a follow-up exam on (B)(6) 2016. On (B)(6) 2017 a call was placed to the pt and additional information was received as follows: the pt reported that on her follow-up appointment on (B)(6) 2016 he/she was prescribed regencel at bedtime, to continue with epitegel four times daily and lucrima lubricating drops as needed. The pt reported that he/she was still having pain and sensitivity to light, but reported that the eye was better now. The pt reported that he/she has not returned to contact lens wear. On (B)(6) 2017 the pt called to report that he/she was ¿still having issues with eyes.¿ multiple return calls were placed to the pt, but the calls have been unanswered. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002r9s was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.